Manufacturer narrative:
On 07/06/2016 - a medtronic representative, following-up at the site, reported finding no problems with accuracy on this navigation system. The patient registration was still loaded on the machine and registration shows that the patient was traced on the check, not on or near bone. Also reviewed registration with hospital staff and suggested areas to look for that can cause inaccuracy when navigating. It is suspected bad registration of the patient, or instrument tracker not being attached properly, resulted in the reported behavior. On 07/06/2016 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/08/2016 - software investigation completed. Findings are that reviewing the image analysis, the patient was traced on the cheek not on, or near, bone. Poor tracer technique. Software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy of approximately 4-6 millimeters after registering the patient. No specific direction of the alleged inaccuracy was provided. The surgeon opted to continue with the knowledge of the alleged inaccuracy, and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.